Manufacturer narrative:
Sensor carelink additional investigation was performed for sensor glucose vs. Blood glucose. Sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range. The sensor glucose was 5 mmol/l, and the blood glucose value was 29 mmol/l. The sensor glucose and blood glucose difference is 24 mmol/l. The event involved product(s) mmt-7040c1. Troubleshooting was performed for sensor glucose and blood glucose difference, the difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes. Advised customer to monitor and change sensor if issue persists. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. Product return for mmt-7040c1 is not expected.